Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they had been having problems with the controller as the controller kept shutting off and losing power all the time. Pt confirmed that the controller was not shutting off only when they were recharging their ins and that the controller was shutting off other times as well. Pt stated that the nurse helped them reprogram the device last week, however they lost all of the connections that they had on the device; pt clarified further and stated that they lost the numbers on b and c (patient services (pss) understood that the programs in groups b and c were lost); pt stated that this morning the numbers from c were lost when they went to turn the device on. Pt stated that they couldn't turn the controller off when the controller was on as they kept pushing "x" and the controller wouldn't turn off and nothing would happen. Pt stated that they would have to reset the controller all the time. Pss understood that either the controller screen was unresponsive or that the controller kept freezing. Pss had the pt connect the controller to the ac power supply without the battery pack inserted; pt confirmed that the controller powered on and that the connector pins looked clean and gold. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed that the green light above the screen was flashing. Pss asked the pt if they knew approximately what level the controller battery was at when the controller would just shut off; pt stated that the controller battery was currently at 100% and that the ins battery was at 70%. The patient was sent out a replacement controller. No symptoms were reported. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep stated cause of programs being lost on patient controller was unknown. Settings on the ins were set at ¿0¿ as opposed to the numbers the rep had programmed in the clinic with the patient. Patient told the rep that the controller keeps shutting off and on all of the time as well with no known origin. The solution was to provide patient with new controller since the one he had was not working correctly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep said, ¿patient told me controller keeps shutting off and on all of the time as well with no known origin¿. The rep reported that the patient did receive a new patient controller and the issue was resolved.